Manufacturer narrative:
Concomitant medical products: w2dr01 ipg implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic low impedance and undersensing. The right ventricular (rv) lead exhibited chronic low r waves. Both leads remain in use. No patient complications have been reported as a result of this event.